Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4, d8, h3, h6, h11. The device was returned to olympus for a field service inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image disappearance. The issue was identified during unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.